Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the probe did not "slide well" with the valved trocars during procedures. Patient harm was not reported. Additional information has been requested. This is two of two reports for this facility.

Manufacturer narrative:
No sample was returned for evaluation. The laser probe lot number was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. No trocar cannula sample was returned for the report of the laser probe did not slide well with the valved trocar cannula. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All trocar assemblies are 100% inspected for gauge size. Any non-conforming product found are removed from the lot and scrapped. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).